Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to deterioration. The instructions for use states the following which may have relevance to the suggested phenomenon: "do not coil the insertion section, universal cord, or ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal. Do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result." Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the evis lucera ultrasonic bronchofibervideoscope was leaking at the channel. The event occurred during preparation for use, prior to an unknown diagnostic procedure. It was reported that the procedure was completed using similar device. Upon inspection and testing of the customer returned device, coating on the scope connecting tube was found peeled off (over 1mm2). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, connecting tube dented, number of missing ultrasonic elements above specification due to the breakage of ultrasonic cable, electric contact on ultrasonic connector worn, coating on the connecting tube is peeled off (over 1mm2), acoustic lens scratched, waterproof failure due to the deformed of switch, electrical connector corroded, bending rubber adhesive broken. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.